Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code of the cartridge being used with the plee60a for the first and second firings (gst60t, ecr60g, etc.)? Ecr60t first and ecr60g 2nd was buttressing material utilized? If so, which product? No. Was there any visible damage to the jaws (anvil yielded, etc.)? Yes there is a bigger gap within the jaws. Were any of the forces higher or lower than expected (closing or opening)? Not expressed by surgeon. What was the bmi and gender of the patient? Female don't know bmi. Was a leak test performed and if so, what was the result? Yes methylene blue and it was negative.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure; the device fired fine the first time across the antrum of the stomach. The second time trying to fire the instrument it no longer fit down the trocar; it wouldn't fit down a 12mm trocar after first firing so the staff opened a 15mm trocar the procedure was complete using the same device and 15mm trocar. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that one plee60a device was returned with the anvil bent upwards and with an ecr60g cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the anvil however a dry fire was performed to test the functionality of the device and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).